Event description:
The customer called technical support (ts) reporting that the device does not detect patient. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer is not trained and requested bench repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: although the biomed requested bench repair, the request for bench was later cancelled. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 09/20/2022, 09/27/2022, and 10/25/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.